Manufacturer narrative:
Device identifier: (B)(4). Product was returned and lot number was identified: f9km. Review of the DHR was performed. No anomaly is observed during the manufacturing and the inspection prior to release. A visual inspection at receipt was done. The tip of the drill (area with cutting edges) is missing. Results of the documentary investigation does not reveal any issue about the use, the design and the quality records. No trend for this kind of incident is observed. Review of manufacturing records is done with the information of the lot number that was possible with the product return. No anomaly was observed. During the failure analysis, product returned was checked and breakage was confirmed. It was observed with the x-rays that the breakage occurred during drilling for the insertion of the qwix screw (transarticular screw). This drill is not recommended in the surgical technique to be use for this step.

Event description:
N/a.

Manufacturer narrative:
UDI number: (B)(4). A review of the design specifications is performed. No anomaly was found about design specifications relative to tip specifications, raw material, and heat treatment. The design changes history is also reviewed. No design changes were recorded on this product code since 2013. Review of the DHR cannot be performed as no lot number of the concerned part was provided. Results of the documentary investigation does not reveal any issue about the use, the design and the quality records. No trend for this kind of incident is observed. No review of manufacturing records can be done as no lot number was provided. Investigation for cause cannot be performed as the product is unavailable.

Event description:
N/a.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that during the hallu-lock 1st mpj procedure, the surgeon was prepping the compression hole of the s-plate with the 2.0mm drill bit. Using the surfix drilling guide he drilled into the metatarsal as described in the surgical technique. Then before he could remove the drill-bit from the metatarsal it snapped in half. Leaving the surgeon with half in his hands and the other half inside of the patient¿s metatarsal. The surgeon made an additional osteotomy in the metatarsal attempting to remove the drill bit but that did not work. After several attempts and an additional hour and a half in surgery, he was left with the option of either having to amputate or leave behind the broken drill bit. Therefore, the surgeon made the best clinical decision to leave the drill bit, remove all hardware, perform a keller osteotomy, insert a pin, and close the patient. He said due to the issue of the drill bit along with poor bone quality, he was unable to achieve compression and had to remove everything. Additional information has been requested.